Event description:
It was reported that a patient with a preloaded monofocal intraocular lens (iol) had her lens inserted and removed in (B)(6) 2023 and since then she has been having problems of discomfort. The patient has tried eye drops and it is not working. It is unknown if the eye drops are prescribed or over the counter (otc) drops. Patient status reported as unknown. No other information was provided.

Manufacturer narrative:
Information unknown/not provided. If implanted; give date: unknown/not provided. Only provided as inserted and removed. If explanted; give date: unknown/not provided. Only provided as inserted and removed. The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.